Event description:
The customer reported a bloody leak below the right side of the coulter lh 750 hematology analyzer. The volume of the leak was about 40 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the leak was coming from a hole in the differential sample line. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).